Event description:
Repair parts were ordered to repair a bird products "t-bird" ventilator 11-20-02 with a requested delivery date of 11-21. When parts failed to arrive 8 days later, a call was placed to bird customer service where a representative, said they had not been shipped because the price was over 1000 and was considered a capital purchase requiring a hard copy po be sent them. This was accomplished immediately. When parts failed to arrive by 12/3, another call was placed to bird and customer service rep said that no fax had been entered into the order folder so the parts had not been shipped. An alternative to faxing was given rptr to send a po via e-mail which was sent immediately. On december 9th, a 3rd person responded by asking if this is a new order. Rptr responded emphatically that it was now an emergency order and to send it immediately. December 10th comes and rptr has a message asking if the address on the po and in their billing records is where rptr wants it shipped. Today rptr called the manager of customer service who basically had to retrace the po from the start. When he finally did find it, rptr had to reissue him the credit card information so he could ship it. Rptr also left word via voicemail to their vp of customer relations, but they have not heard from him. This vent is 1 of 4 used almost exclusively in spinal cord injury unit because it allows for limited ambulatory movement. They are anxious to get it back. Other non-ambulatory equipped ventilators have had to be used while waiting.